Event description:
The following complaint was reported: foreign matter was found on product during a 100% incoming inspection before use. (B)(6).

Manufacturer narrative:
Based on the information provided this event is deemed a reportable malfunction. No additional event details have been provided to date. A return sample for evaluation is not expected. Should additional information becomes available, a follow-up report will be submitted. Reported to the FDA on january 07, 2013. Note: the actual date of event is unknown, so the date used was the date convatec became aware.